Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: mar 17, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: no complaint lens was received for evaluation. The complaint handpiece, handpiece tray, folding carton, implant notification card, patient ID card, and dfu were received . Visual inspection under magnification revealed that the handpiece was returned with no defects or assembly issues before and after disassembling the device for evaluation. Trace amounts of viscoelastic residue was observed inside the handpiece cartridge which suggests that an inadequate amount of ovd was used during loading and insertion. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information: unknown. If implanted; give date: unknown/not provided. The lens remains implanted. If explanted; give date: n/a (not applicable). The lens remains implanted. Email address: unknown. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: no complaint lens was received for evaluation as the intraocular lens remains implanted. Visual inspection under magnification revealed that the handpiece was returned with no defects or assembly issues before and after disassembling the device for evaluation. Trace amounts of viscoelastic residue was observed inside the handpiece cartridge which suggests that an inadequate amount of ovd was used during loading and insertion. The manufacturing records review for this product showed that the units were released within specification. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that part of the intraocular lens (iol) got stuck between the cartridge and plunger rod during implantation. The iol was released using a hook. The iols remain implanted. There was no reported patient injury or health damage. No additional information was provided.